Manufacturer narrative:
A cause for the reported pump stoppages remains inconclusive. Our evaluation revealed an acute thrombus formation surrounding the inlet bearing cup. Although the thrombus appeared to have developed around the bearing, there were no signs of heat denaturation or laminated layering, and the exact cause of this thrombus formation could not be determined. A small deposition was also noted in the outlet stator that appeared to have been ingested. The depositions found around the inlet bearing cup and in the outlet stator were small and based on our review of the log file and size of the thrombi, we were not able to determine the relationship between the observed thrombi and the reported hemolysis. The percutaneous lead was electively severed approximately 5" from the reinforcing sleeve/boot and the remainder of lead was not retuned. A continuity test of the portion of lead extending from the pump housing confirmed the internal wires were electrically intact. The lead was manipulated and no wire-to-wire or wire-to-shield shorts were induced. The pump was reassembled, cleaned and connected to a mock circulatory loop in order to conduct functional testing. The pump was operated for a 24 hour period and it functioned as intended during all testing. The pump bearings were removed from the stators and rotor bores, cleaned, and examined for any defects or anomalies and were unremarkable. A review of device history records for this pump showed no deviations from manufacturing or qa specifications. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the patient's pump stopped. The pump was exchanged and the issue was resolved.